Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 5 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10g26065, h10h30032 and h10i24066 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported and the patient was recovering on an unreported date. Pd therapy was ongoing. The patient's nurse declined to answer any questions. The reporter did not provide an opinion of causality.